Event description:
On (B)(6) 2013 the reporter contacted animas and alleged that the patient had primed while attached and received an inadvertent infusion at bedtime the night before. Her blood glucose was 24 mg/dl and she was responsive when her husband called ambulance at 5am (B)(6) 2013. Patient states she changed site/set/cart sunday evening (B)(6) 2013, she attached tubing to site and primed while attached: states she was very tired and she knows this was wrong. Patient had primed 21.2u while attached. She was admitted to hospital for the day, was off pump during hospital stay for the day and was released last evening back on pump. Customer technical support (cst) explained importance of not being attached during prime step, advised it is written on pump screen to disconnect. Patient confirmed understanding and states she knows it was wrong. There is no allegation of pump malfunction. This complaint is being reported due to the allegation that the user error of priming while attached resulted in hypoglycemia requiring medical assistance.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.